Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the communication failure with the video processor due to the failure of the cable by the user handling. Olympus stated the appropriate handling of otv-s7h-1n and the counter measures against abnormalities in the instruction manual of otv-s7h-1n.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated while the subject device was connected to the video processor due to the failure of the camera cable by twisting. In the evaluation, (B)(4) also found that the followings. The white balance couldn't be adjusted properly. The error e311 which indicated the white balance had not been set was displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.